Event description:
One pt with discrepant total and direct bilirubin results. Same sample used for repeat testing on same analyzer. In 2007, initial total bilirubin of 0.5 mg/dl and direct bilirubin of 0.1 mg/dl. Both results reported and were questioned by the physician. Next day the same pt sample was repeated giving total bilirubin of 15.1 mg/dl and direct bilirubin of 0.4 mg/dl. Pt not adversely affected. The field service representative was unable to determine the cause of the discrepancy. Performance tests were performed which were within specifications.